Event description:
It was reported that in the middle of a laparoscopic cholecystectomy the generator provided no output and the user experienced difficulty cauterizing a bleeder. The intended procedure was completed using a different generator (model/manufacturer unknown) and a 15 minutes delay was reported. A moderate blood loss was reported. The bleeder was treated by using pressure and surgicel. No further medical intervention was provided, and the patient was discharged home the day of the procedure. Cross-reference MFR. Report number: 9610773-2020-00231.